Event description:
Customer reports the aviva system produced a result of 651 mg/dl, which is outside the device's numeric reading range of 10-600 mg/dl. Values > 600 mg/dl should display as "hi." No blood glucose symptoms reported with these results. No action taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.